Event description:
It was reported that an alert notification for a possibility of a backup vvi was received. The patient presented to the hospital for device restoration. The device could not be interrogated. Troubleshooting was performed but no communication could be obtained. A suspected premature discharge of the battery was noted. The device will be replaced. There were no adverse consequences to the patient.

Event description:
It was also noted that pacemaker had no magnet response.

Manufacturer narrative:
The reported events of device in backup operation, inability to interrogate and premature discharge of battery were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information received indicated that the device was explanted.

Event description:
New information received indicated that there were no adverse consequences to the patient.